Event description:
It was reported that the device was used during a thyroidectomy, the hand activation buttons failed to work consistently. A new disposable was introduced, and the case continued with no pt consequences.